Event description:
A report was received from the field indicating three types of ophthalmologic devices are being damaged faster when processed in the sterrad 100nx than when processed in other sterrad models. The problem began approximately in (B) (6) 2009; however, the occurrences have increased in recent weeks causing them to throw away the devices very often. The lenses and coating of these devices are cracked following sterilization. The account has noticed that the life of these devices varies depending on which sterrad model is used to process the devices. The report indicated that the customer is fully aware that these devices are not compatible with any of the sterrad models. However, because they have been satisfactorily using other sterrad models to sterilize these devices and were happy with the results (i.e. Nx and 100s) they decided to try the 100nx model assuming full responsibility.

Manufacturer narrative:
(B) (4): damaged device. Devices damaged: ocular instruments USA - three mirror universal diagnostic - 18 mm od: approximately seven of these lenses have cracks on the coating and on the lens of the device. These lenses were processed approximately 7, 10, 12, 14, 20, 32 and 35 cycles. Some of these lenses were sent to the manufacturer for repair. Others were thrown away. Haag-streit laser lens 903 & 903l: approximately two of these lenses had cracks on the lens. It seems to be starting from the side of the lens, and then spreads throughout. The coating of these devices was also a little cracked, but not as much as what was observed on the ocular devices. These lenses were processed approximately 7 to 20 cycles. Some of these lenses were sent to the manufacturer for repair. Others were thrown away. Volk mini quad: one device involved. The lens of this device is scratching faster than before. The hospital has been using sterrad sterilization for years to sterilize their 3-mirror lenses, and other ophthalmologic lenses. They have lenses from haag-streit, volk, and ocular, and they do an observation of their lenses with a microscope after they are processed (pre-cleaning, cleaning, disinfection and/or sterilization). They throw away lenses when they cannot be used by the surgeons. The 100nx was installed approximately in december 2008, but was not fully used because the unit was having printer/print-outs issues. The customer also had many sterrad nx cassettes that were good through (B) (6) 2009 and they wanted to use prior to using the 100nx. The account began to use the sterrad 100nx in (B) (6) 2009. The initial reporter indicated that the devices sterilized in the sterrad system are the ones used for surgery. They also process devices for the consultation departments, which are only disinfected, not sterilized; the phenomenon and/or damage is not observed on these disinfected devices. Of note, is that the products used for cleaning and disinfecting these devices are not the same as the ones used for the devices to be sterilized. Before being sterilized, the devices are treated with the following products: bath: #1: alkazyme, from anios. It is an alkaline enzymatic detergent pre-disinfectant. Rinsing with treated water. Bath #2: peraxylens, from (B) (6). It is a peracetic acid specifically made for ophthalmologic devices. They use peracetic acid in their protocol to be sure that one of their steps is prion efficient (they were already using this protocol when they had the sterrad 100s sterilizer, and have decided not to change it until the 138 circular is modified). Rinsing with treated water. Sterilization in sterrad 100nx. They have been using this protocol for years, and haven't changed it recently. The customer conducted testing to compare the lifetime of devices cleaned and disinfected. Some of them are being then sterilized in sterrad, another sample is not. They will provide the results of their findings when the information becomes available. The traceability files for these devices kept by the head nurse at this facility were reviewed and it was found that: the lifetime of the lenses is not very reproducible. Some haag-streit lenses can only be processed for 10 cycles and others were processed for 200 to 300 cycles. Averaging 100 cycles. Mini quad had the same life cycle as the haag streit. Averaging 75 cycles. Ocular lenses last approximately 40 cycles. Per the sterrad 100nx user's guide: caution: know what you can process: before processing any item in the sterrad 100nx sterilizer, make sure you know how the sterrad sterilization process will affect the item. Read, understand, and follow the medical service manufacturers' instructions for their products. The fold-out chart in this guide lists the certain types of items and materials that can be safely processed in the sterilizer. This guide is not intended to replace any medical device manufacturers' instructions. If you have questions, or if you are in doubt about the materials in your devices, contact the medical device manufacturer or your asp customer representative for more information.